Event description:
The device was used during a wedge resection. Reportedly, the staples did not form properly and the instrument did not cut. Post operatively, pneumothorax was detected due to pleural tear. The surgeon applied another device to correct the condition. The hospital has reported the pt's condition is satisfactory.

Manufacturer narrative:
10/19/1998- supplemental report sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.